Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The lead was also reportedly fractured. Additional information indicates that the fracture was conclusively determined through xray. High, out of range non-specific impedance measurements were also noted. The physician planned to implant a new rv lead; however, the field representative indicated that they do not have any more details regarding this. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.